Event description:
The customer obtained negatively biased vitros total bhcg ii qc results on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There were no allegations of harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that the vitros eci was operating as intended. The root cause for the negatively biased bhcg ii qc result was determined to be user error as a result of pre-analytical sample mixup.